Manufacturer narrative:
(B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The reported event cannot be confirmed with the available information. However, there has been no allegation of a device malfunction. It has been determined that the root cause of this event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a patient with an intuity elite aortic valve developed complete heart block resulting in placement of the permanent pacemaker. Per medical records, this case involved a (B)(6) year-old male with a medical history cad. He presented with shortness of breath and was found to have a heart murmur. Echocardiogram revealed severe degenerative calcific aortic stenosis, mild mitral regurgitation and a ejection fraction of 50%. Coronary angiography showed significant lesions in the diagonal first om, right posterolateral branch with preserved ejection fraction. He underwent a avr and CABG x3. Intraoperatively, the aortic valve leaflets were excised and the annulus was debrided. The subject device was seated and secured with cor-knot device without difficulty. The CABG x3 was completed. He was weaned from cpb. It was noted that he was in 3rd degree heart block. Postoperative echocardiogram revealed excellent aortic valve function without perivalvular leak, unchanged mild mr, and ef of 50%. He was transferred to ICU in stable condition. Postoperatively his course included intermittent heart block and episodes of asystole. On pod #9, a permanent pacemaker was placed. The remainder of his postoperative course was complicated. He expired on pod #10.